Event description:
The account alleges that the hi/low is drifting downward.

Manufacturer narrative:
The account cleaned the hi/low drive themselves, which resolved the issue. The tech verified and no other work needed to be performed. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.